Event description:
It was reported that a malfunction alarm occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. During troubleshooting with technical support, the malfunction alarm was cleared, a supply change was performed, and insulin delivery was resumed successfully. The customers blood glucose level was 209 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.